Event description:
Customer received inaccurate cea results for one patient sample. Actual date of testing and units of measure were not provided. The sample was processed on an mpa and run in an assay cup initially giving result of 9.11. The sample was repeated from the primary sample tube (13 by 75 mm false bottom tube) giving a result of 1.04. No information provided to determine if erroneous results were reported or if patient was adversely affected. Performance tests were performed and were okay. The gripper finger, sample and reagent probes were cleaned. The customer was unable to reproduce the issue. If additional information is received, appropriate notification will be provided.

Event description:
Customer rec'd inaccurate cea results for one pt sample. Actual date of testing and units of measure were not provided. The sample was processed on an mpa and run in an assay cup initially giving result of 9.11. The sample was repeated from the primary sample tube (13 by 75 mm false bottom tube) giving a result of 1.04. The sample was tested an add'l time giving a result of 1.04. No info provided to determine if erroneous results were reported or if pt was adversely affected. Performance tests were performed and were okay. The gripper finger, sample and reagent probes were cleaned. The customer was unable to reproduce the issue. If add'l info is rec'd, appropriate notification will be provided.

Manufacturer narrative:
Investigation of available information determined an instrument related issue seems to be unlikely. Instrument performance checks were within specification. A specific cause was not identified. It was revealed pre- analytic sample handling is not done at this facility but externally without control of this laboratory. Possibly any sample preparation step, centrifugation time and speed, sample storage may have an impact to the quality of the results. Another possibility for the high results can be the pipetting of less reagent due to foam on the reagent surface.